Manufacturer narrative:
The investigation has revealed that the breakage was likely caused by overloading due to excessive operating force. No harm was caused to the patient. The instrument is beyond repair. No further action is required at this time.

Event description:
A complaint was filed regarding a pair of micro scissors; according to the customer, the tip had broken off.